Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s with multiple cartridges during the load process. The customer was unable to recall blood glucose level for any of the occurrences. The customer confirmed that an alternate method of insulin delivery was available.